Event description:
It was reported that a spectrum iq infusion pump had an issue of damaged buttons. This occurred during unspecified process. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, damaged buttons was reproduced. A keypad test was performed and softkey at row 1 column 2 and the scan button located in row 2 column 2 did not operate. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Product surveillance has assessed this report for reportability per the medical safety review as non-reportable. A non-functional scan button on the spectrum infusion pump would not have a direct effect on the entry of infusion parameters. This issue may result in a delay of the delivery of intravenous (IV) solutions if the user opted to choose a new pump for use. It is unlikely this issue would cause or contribute to a potential death or serious injury.